Manufacturer narrative:
(B)(4). Concomitant medical products- oxf uni tib tray sz c lm PMA, item 154719, lot 2358739, therapy date - device remains implanted, oxf anat brg rt sm size 3 PMA, item 159568, lot 254740, therapy date - device remains implanted. Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-01028 and 3002806535-2018-01029.

Event description:
It was reported by the clinical study department that a patient underwent an initial right knee replacement surgery and subsequently the patient reported pain and giving way secondary to contusion of the right knee. Meloxicam was prescribed and the event was resolved.